Event description:
As reported by our brazilian affiliates, during implant of 23mm sapien 3 ultra valve in aortic position by transcarotid approach, after the insertion of the commander into the esheath+, the system did not progress and had friction. Due to these problems during the insertion, a carotid injury occurred. Eventually the valve exited the esheath+, but the alignment was unable to be performed as the balloon could not be safely retracted during the gross alignment. It was decided to remove the system, and a new kit was opened. The removal was performed without issues but the esheath+ was noted to be damaged with a laceration on the liner and in the hdpe part. The new valve was successfully implanted. The carotid injury was then repaired using a dacron and the patient was noted as to be stable following implant.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigation's include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Provided imagery was evaluated, and revealed the following information: commander delivery system fully inserted through the esheath. Liner expanded and tip opened. Distal tip appears to be damaged along axial score line, but not possible to determine tip of damaged. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3uvalve configuration have not been associated with device malfunctions or manufacturing nonconformance's. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint for resistance between system components - inability to advance through sheath' was confirmed based on evaluation of provided imagery. It is possible that one or more patient/procedural factors (access vessel calcification, undersized vessel diameters, and/or steep angle of insertion) may have been present during the procedure. However, due to insufficient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.